Event description:
As reported by the user facility: pump kept repeatedly alarming 'air in line' or 'upstream occlusion' during a decitabine infusion. There was an abundance of micro bubbles all over the tubing. Spent a lot of time removing the tubing from the pump and flicking the bubbles out of the line 6-7 times. The infusion ran over 15 minutes. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned by the facility for evaluation. The sample was visually evaluated with no non-conformance noted. It was then attached to a pump to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The reported defect was not confirmed. Although the air-in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.